Event description:
On (B)(6), 2021, lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began on an unspecified date, approximately one month prior to contacted lfs. The patient reported that she obtained results of 146, 116 and 120 mg/dl with the subject which she felt were inaccurately high compared to her feelings and/or normal readings. The patient manages her diabetes with insulin (unspecified dose, humalog kwikpen 3 times daily) and she advised that in response to the alleged elevated readings, she stopped taking her insulin. The patient reported that on (B)(6), 2021, she developed symptoms of shaking, sweating, agitated, warm, that she was feeling very weak and probably [had] a headache. The patient reported that she self-treated by drinking some orange juice. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device when testing. The cca also noted that the patient did not have control solution available at the time of the call to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after obtaining the alleged inaccurately high blood glucose readings with the subject device.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated; however, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.